Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: all keypad symbols were observed to be worn but still legible. During testing, the up and ok buttons were found to be unresponsive. The keypad cover was removed and contamination was discovered underneath the contacts of the up, down, contrast, and ok buttons. The ok button contact was discovered to be stuck. Unrelated to the keypad issue, the pump booted up with a dim, red display. The dim display was replaced with a test display and the color/contrast returned to normal.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that multiple keypad buttons were sticking. The reporter denied damage to the keypad and denied moisture or corrosion to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.